Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: this is a (B)(6) female with a surgical history significant for multiple vaginal procedures and has most recently presented with suprapubic pressure, urinary urgency (with frequent uti's) and waking in the night to void several times. On (B)(6) 2001 - the pt underwent a bladder sling procedure using a non-davol bard mesh, with a cystocele repair and a sacrocolpopexy using a bard flat mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.